Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid endoscope telescope locking pin loosened at the outer tube. The issue occurred, before a therapeutic transurethral resection of the prostate in saline (turis). The procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8,d9,h3,h6. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the reported fault patterns indicate a cause most likely attributable to the effect of an excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.